Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch episodes. No changes or interventions were done. The patient was in stable condition.